Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: manufacturing site: (B)(4). Manufacturing date: 28. Sep. 2015. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that it was detected that one unit (prong) of the inserter/extractor was broken off. The issue was detected pre-operatively. This complaint involves one (1) device. This report is 1 of for (B)(4).

Manufacturer narrative:
Returned device was forwarded to the manufacturing site for investigation. Instrument was not delivered in original packaging; the laser marking is readable on the article. However, the article is broken at the inserter/extractor region. A DHR check was performed for the affected product is 332.350 / lot 9624632. The DHR has reviewed and no issue or deviation was found which could lead to the complaint condition. As relevant for the complaint condition ¿inserter broken¿, where identified and measured the hardness and the feature 11.1. All features measured correspond to the production specifications according to drawing. The feature 11.1 0/+0.4 which is related to the broken region, has been 100% tested and documented during manufacturing process according to the inspection sheet and the complete lot size (10 pieces) has passed these specifications. If the feature in question would be broken during manufacturing process, during this inspection would be detected. The hardness was measured and the result is 630 hv which means fulfills the specification. The lots of the raw material of the component 4440 (inserter/extractor) are not racked by number. Therefore, the check was performed based on fifo (first in/first out) by investigation of the raw material orders, which was closest to the start of the manufacturing order of the component. Thus, it was found that used raw material fulfilled the specifications. On the basis of the investigation the complaint is confirmed, since the product was broken in a manner which fits to the described complaint condition. However, according to the investigation results this complaint is rated as not valid because the relevant measurement (hardness) has passed the specifications, besides no manufacturing issue could be found. As this complaint is confirmed but not valid therefore the review of the specific prm and pra line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement reported. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.